Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. In addition, the user guide states, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin, and on the most recent occurrence, the insulin gauge decreased to 60 units. Reportedly, the cartridge was being overfilled and the air was not being removed from the cartridge prior to filling it with insulin. The customer's blood glucose level was 200 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate.